Manufacturer narrative:
(B)(4).

Event description:
Patient mother reported pairing failed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probably cause was determined to be a failed transmitter error.